Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons on her insulin pump were only working intermittently. The customer was assisted in troubleshooting. The customer stated that the scroll bar is not moving and with no input. Most of her insulin pump's buttons were not working. The customer stated that she wanted to stop the troubleshooting. The insulin pump will not be returned for analysis.